Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, they were unable to prime the insulin pump during prime/compromised force sensor test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. The insulin pump was received with minor scratches on the lcd window. The insulin pump was received with a cracked case at the display window corners and case at reservoir tube window corners.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer has not been near a MRI and the pump was not dropped. Customer has had 2 motor error alarms during the last 30 days. Insulin pump will be returned.